Event description:
Customer passed out, then was taken to hospital (blood glucose was 49 mg/dl, then dropped to 24 mg/dl). Doctor administered a glucose IV and also changed insulin prescription. Pt was released same day from hospital.